Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: it was reported by the customer that the safetyglide needle was occluded and unable to draw up solution. Date of incident (B)(6) 2022. Mpn 305916. Lot #s 2007149 & 2003405.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-sep-2022. H6: investigation summary. Thirty-eight samples from batch 2007149 were provided to our quality team for investigation. Twenty samples were randomly selected for evaluation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow. No samples were received from batch 2003405. A device history record review was completed for provided lot numbers 2007149 and 2003405. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported could not be confirmed.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2007149, medical device expiration date: 31dec2026, device manufacture date: 07jan2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the safetyglide needle was occluded and unable to draw up solution. Date of incident: on (B)(6) 2022. Mpn 305916, lot#s: 2007149 & 2003405.